Manufacturer narrative:
The infinity-central-station (ics) log files, a photo of the telemetry alarm settings, and a 10 second strip of the full disclosure from the time of the event were reviewed by draeger. The ics log files verified that no alarm was provided at the ics, at 17:29, for tel8 (the bed label assigned to the involved m300+ monitor). The alarm history did show the m300+ alarmed for other patient related events throughout the day on 28feb2026. The logfiles from the m300+ were not available for review to confirm the alarm settings and device behavior at the time of the event. Additionally, the full disclosure report did not include the waveforms from the electrode that was selected for arrhythmia detection (lead v+). Without the full disclosure data from the arrythmia processing lead, the m300+ logfiles, and the alarm settings at the time of the event, a conclusive root cause for the reported behavior could not be determined.

Event description:
It was reported during monitoring, the m300+ telemetry monitor did not generate an alarm though the patient showed signs of an impending loss of consciousness. The patient recovered spontaneously, and their condition did not deteriorate. The staff noticed the event on the central station display.

Manufacturer narrative:
Draeger has started an investigation, a follow up report will be submitted upon completion.

Event description:
It was reported during monitoring, the m300+ telemetry monitor did not generate an alarm, though the patient showed signs of an impending loss of consciousness. The patient recovered spontaneously, and their condition did not deteriorate. The staff noticed the event on the central station display.